Event description:
Customer reports receiving a potential false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use cartridge sn and lot number not provided, reader sn (B)(4). Repeat cue covid-19 test performed on (B)(6) 2022 provided a positive result. On (B)(6) 2022, customer tested positive with an unspecified covid-19 antigen test. Customer experiencing symptoms of fever, cough and a sore throat and states they had a known exposure. Cartridges stored within the validated temperature range. See related cases for additional false negative results.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.